Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "over-infused during flow accuracy test x2 " was not reproduced. The device was tested for flow rate testing and it passed with an error percentage of -1.35%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. The m2 and m3 springs will be replaced to ensure continued accurate delivery. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused twice during flow rate test. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.